Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4). Batch # l5498t the analysis showed that the atw35 instrument was received in good visual condition and with a cartridge tr35w loaded in the instrument. The cartridge was received partially fired 1/3 and with the cartridge lockout tab bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state, ¿the firing stroke must be completed. Do not partially fire the instrument. Fire the instrument by squeezing the firing trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the instrument will lock out. Firing through the lockout mechanism will break the instrument.¿ the returned instrument was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The instrument fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device locked out on tissue upon the first firing attempt. Only a few staples deployed and it locked. The jaws had to be pried open. The device was fired on normal tissue; nothing abnormal was noted during the sequences leading up to the firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.